Manufacturer narrative:
Event date: unspecified date in (B)(6) 2020. The user facility submitted a medwatch report for this event: mw# 2400100000-2020-8052 (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set was leaking from unspecified location and blood backed up into the filter. This was further described as ¿continuous infusion was due for a tubing change. Tubing change went smoothly, however, after 2 hours of the new tubing and filter set running, patient noticed blood had backed up into the filter and it was leaking¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.